Event description:
It was reported that the subject was enrolled in the post market (B)(4) study. Crf's received from the site indicated that stryker components were being revised with the (B)(4) system. Right knee.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown tibial component. Other devices listed in this report are unknown femoral and patella components. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be provided in a supplemental report. Not retained.